Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks resulting in therapy exhaustion. Technical services (ts) discussed that the rhythm ID detection enhancement show eight out of ten beats were uncorrelated. Reprogramming of the detection enhancement was discussed. No adverse patient effects were reported.